Event description:
It was reported that the bd pyxis¿ medbank tower system cubie had failed to open. However, there were no delay to patient care and adverse events or injuries reported based on this incident.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number.a review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-oct-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system cubie did not open. The field service engineer (fse) replaced the cubie and replaced the row board. Further, the technical support specialist, dialed in and confirmed no issues. The system functioned as intended after the field service engineer repaired the device.